Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. The pump was used to deliver unknown morphine. It was reported that for the past 3-4 days, "less than a week", the patient had been having intermittent issues with connecting to their pump with their personal therapy manager (ptm). It took up to 5 minutes to get the controller to connect to the pump. Patient services asked if it was getting delayed at 90% on the retrieving pump settings screen. The patient stated no and that they had lost about 20 pounds and the pump was "really stuck out" when they first had it put on, but they had a lot of extra weight on them and now that they had thinned down some, the pump had receded some and that they thought maybe it may have relocated a little or something. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to assess the implant site and pump location. The patient had an upcoming refill appointment "in a week or so". Patient services reviewed manufacturer resources available to hcps.